Manufacturer narrative:
A review of the last three product monitoring reports (pmr's) for trends indicated no trends for this issue on this product. Historical complaint data from (B)(6) 2015 to (B)(6) 2017 was reviewed as it relates to the reported product event. A total of 10 complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The physician reported that there were ¿difficulties for using the device for the endotracheal intubation because it was missing the black reference at the top of the tube.¿ a photograph depicting the reported issue was provided. There was no reported harm. Although requested, no additional information was provided.